Event description:
Pt undergoing intraaortic balloon insertion, the introducer sheath and introducer dialator were inserted, after removal of the dialator, excessive bleeding was noted, upon inspection of the site the cardiologist discovered the hemostasis valve was detached from the sheath and was in the femoral artery. Pressure was applied to prevent further bleeding and migration of the sheath. Attempts to remove the sheath were unsuccessful, a vascular surgeon was immediately consulted and a arteriotomy was performed to remove the sheath from the femoral artery. The cardiologist indicated that there was no resistance met when inserting the catheter or when removing the dialator, no suturing or cutting had been done to have caused the disconnection of the sheath from the valve. Fraying was noted to the proximal end of the sheath. After removal this was felt to be from the attempts to remove the sheath. Indentation at the proximal of the sheath was felt to be related to pressure that was applied to control bleeding and migration.